Event description:
The customer contact reported the device did not pass the cassette test and had a missing door cover. These do not indicated reportable malfunctions. However, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.

Manufacturer narrative:
During testing, it was found that the device distal pressure sensor pin was broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.